Manufacturer narrative:
Product event summary: analysis of the device memory indicated rv (right ventricular) oversensing.

Event description:
It was also reported that the rv lead continued to have an increase of t-wave oversensing. The lead was being monitored only. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead had t-wave oversensing. The lead remains in use. No patient complications have been reported as a result of this event.